Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation confirmed the reported symptom through observation. . During evaluation, the direction of flow label was found missing and was replaced (B)(4).

Event description:
It was reported that a spectrum pump had a door shim issue. It was also reported there was no patient involvement.